Event description:
Customer reports system boots up, but will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but could not determine the root cause of the failure. System is a mobile lab and will be evaluated by another ge representative at its next destination.